Manufacturer narrative:
Provided x-rays confirm that the screw penetrated the femoral head. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. (B)(4), the manufacturing facility, stated the lot history records were reviewed for completeness during the release process to inventory. At the time of release for distribution no discrepancies were noted for the products being accepted. Provided information found the surgeons comments states the patient started walking with full weight bearing just two weeks after implantation though the surgeon instructed full weight bearing in three months postoperatively. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The implant was removed since the screw protruded the femoral head.